Event description:
A customer contacted beckman coulter inc. (Bci) and reported visually low volume dispense of blood specimen after running the prepplus 2 on three different instances. The issue is seen prior to reporting results either via visual observation or patient analyses that requires a complete blood count (cbc) comparison. The erroneous results were not reported out of the laboratory and patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was blood. A bci field service engineer (fse) replaced parts on instrument. No additional inquires have been made in regard to this issue. Customer states unit is performing per specification since service. No clear root cause can be identified for this event.